Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8100 air in line alarm account name: (B)(6) medical center account #: 1007811 asset name: 8100 pump module 9.1.17.7 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer is reporting the air in line alarm on their 8100 (sn: (B)(4)). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: during pm, customer received the bolus limit reached error message. Recommended replacing the air in line assembly. After providing part number I transferred to order management for pricing. Ended call.